Manufacturer narrative:
H3: product analysis of 104-4520, item:10,lotno:b654438 ¿ as found condition: the hyperglide balloon catheter and guidewire were returned for analysis within a shipping box and an opened hyperglide outer carton (b654438). The hyperglide balloon catheter was returned within an opened hyperglide inner pouch (b654438) and within its dispenser coil. The guidewire was returned within an opened x-pedion-10 inner pouch (b654438) and within its dispenser coil. ¿ damage location details: no damages were found with the hyperglide balloon catheter hub. No bends or kinks were found with the catheter body. Upon visual inspection, the balloon appears to be in good condition. However, an unknown material was found stuck within the distal tip lumen. The guidewire was examined and found to be in good condition. ¿ testing/analysis: to remove the unknown material, an in-house mandrel was inserted into the hyperglide balloon catheter. The material was removed; however, the balloon was punctured by the mandrel. Therefore, balloon inflation/deflation testing could not be performed. The removed material appears to be a fiber bundle. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿no/slow deflation¿ report could not be confirmed as balloon inflation/deflation testing could not be performed. However, it is likely that the fiber bundle found within the hyperglide balloon catheter contributed to the reported event. Fibers can adhere to the guidewire and become lodged within the catheter lumen during preparation, restricting the inflation/deflation of the balloon. As indicated in the guidewire instructions for use (IFU), ¿avoid wiping down with damp cloths, particulate from the cloth can adhere to the surface of the guidewire.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the balloon was not deflating during preparation. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for an aneurysm of the internal carotid artery aneurysm. Vessel tortuosity was normal. The device was prepared as indicated in the IFU. The procedure was completed using another hypergilde balloon. The physician did test the balloon prior to use and it was not deflating in preparation. The contrast was 50:50. The guidewire tip was advanced out of the catheter tip 3cm during the inflation. A luer lock syringe 1ml was used. Blood did not reflux into the balloon lumen. There was no friction or difficulty during inflation. The catheter and guidewire was not inspected for presence of clot at the tip or inflation holes. There was not extensive guidewire manipulation. There was no kink or damage on the catheter.